Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The functional testing could not be performed due to a motor error alarm during the basic occlusion test due to a loose and flush drive support disk. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down button was not working. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery cap was missing. The customer mentioned that her blood glucose was high. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.